Event description:
Reportedly, in the retrograde approach procedure to cto lesion at #4 av of rca, subject guidewire was advanced with unknown support catheter via septal branch. During attempt to cross the target lesion, guidewire was trapped by a stent implanted at #2 in the past, and during attempt to bail out from trap, coil elongated from distal rca to lmt through septal branch. Using a snare device, removal of the elongated coil was attempted but in vain, coil was cut by abrasion device. Cut coil proximal end was in lad #7, so a stent was deployed at lad to fix the coil against vessel wall. Patient was discharged next day.

Manufacturer narrative:
Single reporter exemption #(B)(4). Elongated coil captured by the snare only was returned however the broken proximal section portion including the guidewire shaft was not returned. The coil was badly tangled with the snare device, so that the length remaining the patient anatomy could not be determined. Lot history review revealed no anomaly with this product lot, no other similar event report has been received. With the obtained information and outcomes of investigation of returned parts, it is presumed the coil was damaged and elongated during the attempt to bail out from trap with the implanted stent, core wire of the guidewire is supposed to have broken off during this attempt due to the force exceeding the product design limit. All the shipped products are inspected for meeting the products specifications and shipping criteria, based on the reviewed information there is no indication of a product deficiency.